Event description:
The user facility reported that when an operator was removing a load from the sterilizer after a completed cycle, he obtained a white mark on his finger. The employee went to the facility's health department but did not receive medical treatment and was advised to wash his hands under cold water. The employee returned to work and is fine with no sustaining injuries.

Manufacturer narrative:
A steris service technician inspected the sterilizer and found the solenoid valve (4) was not operating properly. The technician replaced the valve and the unit was returned to service. No further issues have been reported with the equipment. The sterilizer is under steris maintenance contract and was last serviced on (B)(4), 2011 when no issues were noted with the unit or solenoid valves. The user facility confirmed the employee was not wearing proper ppe at the time of the event. The operator manual states (pp. 6-11), " any visible liquids in the chamber must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions." The operator manual also states (pp.2.2), "when handling hydrogen peroxide wear appropriate ppe and observe all safety precautions." Steris account manager offered in-service training on the proper unloading techniques and operation of the v-pro sterilizer however the user facility declined.